Event description:
Abbott has not updated the mobile app/sensor for the freestyle libre 3 since ios 17.5. Apple is currently at ios 18.2. My husband upgraded to the iphone 16 pro max yesterday evening and it automatically updated to ios 18.2 at setup. The sensor doesn't work. I have screenshots showing it still working on his own phone, not working on the new phone, and on the compatibility guide. His phone is provided by his company. He has to return the old phone so can't keep it just for the sensor. We pay out of pocket monthly for this sensor since my husband can no longer prick his fingers to test his blood sugar. It is absolutely unbelievable that abbott and the app developers would be this negligent. This has potentially life altering consequences for my husband which could also be life threatening. Action needs to be taken.